Manufacturer narrative:
Evaluation of the returned cat12 confirmed that the hub was fractured off the proximal end of the device. If the hub is repeatedly torqued while the device is inserted into a sheath for an extended period of time, the device may fatigue and damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system cat12 aspiration catheter (cat12) and non-penumbra sheath. During the procedure, while torqueing the cat12 through the sheath for approximately one and a half hour, the back hub of the cat12 became disconnected and broken. Therefore, the cat12 was removed. The procedure was completed using a new cat12. There was no report of an adverse effect to the patient.